Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a discrepancy between her sensor glucose and blood glucose caused her insulin pump to inappropriately suspend. The patient's sensor glucose was in the 40 mg/dl range and her blood glucose was 125 mg/dl. The customer had received a calibration error and a change sensor alarm prior to the threshold suspend event. The customer was advised to remove and change out the sensor. No products were returned or replaced.